Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patella was revised for loosening in left knee.